Manufacturer narrative:
This report is submitted on january 05, 2022.

Event description:
Per the clinic, the patient experienced performance decrement and it was reported that open circuits were noted on 17 electrodes. Reprogramming attempts were made; however, the issue could not be resolved. The implanted device remains. It is unknown if there are plans to explant the device and to reimplant the patient with a new device as of the date of this report. Additional information has been requested but it has not been made available as of the date of this report.

Manufacturer narrative:
Per the clinic, the device was explanted on november 17, 2022, due to an extrusion of the electrode lead into the external auditory canal. The patient has not been reimplanted with a new device as of this report. Device analysis indicated device failure. This report is submitted on january 05, 2023.